Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 19, 2021 that a flexiva ID 200 laser fiber was used in a laser lithotripsy procedure in the kidney for kidney stones performed on (B)(6) 2021. The laser unit used was a moses laser console. During the procedure, the laser fiber was broken. The procedure was completed with another flexiva ID 200 laser fiber. There were patient complications reported as a result of this event.